Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited loss of capture (loc). It was also noted that the patient experienced ongoing shortness of breath (sob). Technical services (ts) reviewed the reports and could not confirm if there was capture. Ts stated that the electrogram (egm) looked odd. Ts suggested bringing the patient in for evaluation and provided troubleshooting options. It was noted that there was a recent lead revision, but it is unclear what lead was revised. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient went into clinic and the lead was evaluated. It was discovered that there was no loc, rather fusion and pseudofusion beats. The device was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited loss of capture (loc). It was also noted that the patient experienced ongoing shortness of breath (sob). Technical services (ts) reviewed the reports and could not confirm if there was capture. Ts stated that the electrogram (egm) looked odd. Ts suggested bringing the patient in for evaluation and provided troubleshooting options. It was noted that there was a recent lead revision, but it is unclear what lead was revised. The lead remains in use. No adverse patient effects were reported.